Event description:
It was reported that the patient presented in for an initial implant procedure. During the procedure, two attempts were made to implant two right ventricular leads. During the implant, the physician was unable to advance the stylet down both leads. Another lead was used to complete the case. No patient consequences were reported.